Event description:
A report was received that the patient underwent a revision due to a lead eroding through the skin. The physician sutured the leads back in place. Nothing was implanted or explanted.

Event description:
A report was received that the patient underwent a revision due to a lead eroding through the skin. The physician sutured the leads back in place. Nothing was implanted or explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2366-30, serial: (B)(4), description: linear 3-6 lead, 30cm model:sc-3354-25, serial: (B)(4), description:w4 splitter 2x4-25 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.